Event description:
The device was configured to deliver a stim treatment when advanced to .1ma the patient reported a momentary shock. No further information is available.

Manufacturer narrative:
Service department evaluated unit and did not identify any problems.